Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Exemption number e2014015. Total number of events summarized: 32. Aris- 29. Supris - 2. Omnisure - 1. Minitape -0 - attachment: [otn.zip].

Event description:
As reported to coloplast, though not verified, patient's legal representative stated abdominal and suprapubic pain, dyspareunia reported, hematuria noted; erosion of implanted vaginal mesh; small erosion of mesh on left lateral urethra, bilateral pelvic pain, occasional stress urinary incontinence that is worsening.